Manufacturer narrative:
The root cause of the ventricular perforation was the patient's anatomy, specifically, the patient has a small left ventricle. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella IFU: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ corrected information for the initial 1220648-2021-00940 was provided.

Event description:
Additional information received that patient expired as the procedural outcome. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for an unknown indication. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the impella¿s pigtail hit the side wall, which caused blood oozing. A hole at the wall was also noted. The patient's physique is small, and the left ventricle was small. The length from the aortic valve to the left ventricular apex was only 4.5 cm. During surgery, the tip of the pigtail was surgically cut off. The impella did work with no further issues. The perforation was repaired as part of the treatment for vsp during left ventriculoplasty during vsp closure. No further information was provided.